Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.

Event description:
The following has been reported: pump throwing repeated force sensor failures on startup. Restarting pump will clear failure. Cannot pass force sensor test, recalibrating force sensor will not allow for a force test pass. First force sensor test showed force sensor in agilia partner recognizing 0.563 to 0.663 bar, but dynamometer showing .35 bar. Recalibrated force sensor multiple times and force test is still failing earlier than typical with readings above or below window. Force sensor/plunger arm will require replacement. (B)(6) 2024: replaced plunger arm and calibrated pump. Now passing force test without issue. Pm completed using agilia partner version v2r 4.0.3.21072 wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.